Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a no delivery alarm and motor error alarm. Customer's blood glucose was 475 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Customer did not report a motor position encoder error alarm. After rewind, customer attempted to fill cannula and received a no delivery alarm and another motor error alarm. Customer was then stuck in the rewind process. Customer had symptoms of large ketones and frequent urination. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarm noted. No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the device and passed. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked battery tube threads and scratched reservoir tube window.